Event description:
The customer reported the generation of erroneously high sodium patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).